Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's downstream occlusion seal was torn. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H6. Investigation codes: updated. Initial customer report indicates a problem with the dso (downstream occlusion) seal. During the visual inspection it was found the dso seal was peeled out. The complaint was confirmed during the visual inspection test. The probable root cause was the peeling/delamination of the dso seal. The dso seal was replaced with a new one. Additionally, the lens was changed as well due to scratches. Pvt (performance verification testing) was conducted. All tests passed within specifications. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.